Event description:
It was reported that the device was explanted after implant duration of approximately 53.3 months. On 09/01/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported by the customer that at the beginning of a talus procedure oil was squirting from the head of the handpiece. As soon as the leakage was observed, the handpiece was exchanged for an identical handpiece the customer had on hand. The doctor changed his gloves; the procedure was extended by less than 5 mins. No leakage contacted the pt. There were no reports of any adverse pt event associated with this alleged malfunction.